Manufacturer narrative:
Investigation of the device was unable to replicate the alleged issue, and no nonconformances were found. However, the active setting is surge mode rf rate 500hz, pulse width 800 us. Refer to report #(B)(4) depletion testing as the average operating time is 8.59 hours. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while operating, outside temperature while charging, and the internal temperature while operating. Results are as follows: outside thermal temperature while operating: 30.2°c. Outside thermal temperature while charging: 29.3°c. Internal thermal temperature while operating: 30.7°c. The outside thermal temperature while charging was 29.3°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications.

Event description:
The patient reported their wearable antenna assembly was overheating and causing a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.